Event description:
It was reported that during device interrogation, this pacemaker was found to be operating in safety mode. It was noted that the patient visited the hospital and reported experiencing syncopal episodes. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Subsequent additional information was received that reported that a device replacement procedure was performed, this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during device interrogation, this pacemaker was found to be operating in safety mode. It was noted that the patient visited the hospital and reported experiencing syncopal episodes. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated in the laboratory setting but review of stored latitude data confirmed a temporary error with the device random-access memory (ram). The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that during device interrogation, this pacemaker was found to be operating in safety mode. It was noted that the patient visited the hospital and reported experiencing syncopal episodes. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Subsequent additional information was received that reported that a device replacement procedure was performed, this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.